Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic partial gastrectomy, an unknown problem occurred with the stapler while cutting at the stomach mass. The stapler was able to fire but manual stitching was required to complete the case. There was no patient injury.